Event description:
It has been reported by a kc sales rep that during a procedure, the serial dilator allegedly separated and a portion of it was lost in the pt. The portion of the dilator had to be removed via endoscopy. There was no report of serious injury or death as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident sample will not be sent for evaluation. Investigation is in-process. A f/u report will be sent when additional info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.